Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that their therapy stopped working about two weeks ago, prior to the report, and they did not feel stimulation. They could not troubleshoot because the batteries were depleted in their patient programmer and they did not have any replacements. The patient said they would get batteries and try troubleshooting at a later time. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.